Event description:
Aortic valve replacement being done. Cor-knot device fired and portion of metal crimp pulled out with the suture in the firing device. Unable to locate pledget from valve suture. Surgical area and inside of heart searched for 25 minutes, with opening of the atrium and placing of the embolex aortic cannula and filter prior to opening of the cross-clamp.